Event description:
Philips received a complaint regarding the efficia dfm100, which indicated a failure in the therapy delivery part of an automatic check, with the device delivering a shock at 202 joules instead of the expected 200 joules. There was reportedly no patient involvement. The evaluation of the device was carried out by a fse. The cause of the problem was identified as a faulty therapy pca, even though the therapy receptacle was replaced previously. To resolve the issue, the therapy pca was replaced, and performance verification was conducted after the repair. The device is scheduled to be returned to the customer once additional auto-tests pass as per the customer's request. Based on the available information and testing, the reported problem has been confirmed as a faulty therapy pca. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The issue was resolved by replacing the therapy pca and conducting performance verification after the repair. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.